Manufacturer narrative:
Concomitant medical products: revitan, proximal part, conical, uncemented, 75, taper 12/14; item# 0100401075; lot#2611935. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient was implanted on left side and experienced pain due to implant fracture. The patient is scheduled for a revision surgery on an unknown date.

Event description:
Note: we received confirmation stating that (B)(4) and (B)(4) are duplicate complaint of each other. The decision has been made to delete (B)(4) with rationale being duplicate complaint and transfer all the information from there to this complaint ((B)(4) even though (B)(4) is an older complaint. This is due to the fact that (B)(4) has much more information that (B)(4). Please delete this case from your system.

Manufacturer narrative:
Note: we received confirmation stating that (B)(4) and (B)(4) are duplicate complaint of each other. The decision has been made to delete (B)(4) with rationale being duplicate complaint and transfer all the information from there to this complaint ((B)(4)) even though (B)(4) is an older complaint. This is due to the fact that (B)(4) has much more information that (B)(4). Please delete this case (B)(4) (MFR report 0009613350-2020-00358) from your system.